Event description:
Needed to open an extra air lock to triage a leak problem, found out the air lock was not the issue, the assist port was. Another airseal 5mm was opened and the problem was rectified.